Event description:
I had implants in 2013 almost died. And have had severe side effects ever since. I just found out yesterday that they are the textured ones that were causing cancer and were banned 4 years ago. No one told me. I am in pain I have had severe hip back neck, anxiety, thyroid surgery, bone pain. Fever, swelling and feeling very badly in general for 9 years now and I am very scared. I was hospitalized after the surgery and had massive bilateral embolism. There are too many doctors to mention, tests ect but I am currently at the change pain clinic in (B)(6) regularly because I cannot understand why I am in so much pain all the time. FDA safety report ID # (B)(4).